Event description:
It was reported that the implant fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite 2 implant 3.75 x 8.5mm (xfos385) was returned for investigation. Visual evaluation of the as returned product identified that the implant was fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown. The reported implant was located on tooth # 16 (fdi) and was used for approximately 5 years, 8 months. DHR review was completed for the subject lot number 2015090354. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2015090354 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture implant. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.